Event description:
For the past four days, the patient has been hearing a beeping noise which she did not realize was coming from her ICD until more recently. She received two phone calls this morning instructing her that her ICD readings showed some dysfunction and that she needed to come in and be evaluated. She was also instructed to place her magnet over her ICD. She came in and saw one of her pediatric cardiologists today as she has a history of congenital cardiac disease. The physician did an ICD interrogation and turned off the ICD due to a faulty right ventricular (rv) lead and inappropriate ICD sensing due to the lead. She is subsequently being admitted for close observation until she has an ICD replacement. The rv lead was capped. The ICD was explanted and another ICD and rv lead were implanted. The patient was awake and alert in no apparent distress.